Event description:
In early 2009, a patient reported that nine days prior, the patient experienced pain, redness, photophobia and "a feeling of pressure" in the left eye. Patient reported visiting an eye doctor the following day and being diagnosed with a corneal ulcer in the left eye resulting in a permanent scar. The patient reported wearing acuvue oasys for astigmatism extended wear overnight prior to the event. The patient reported being treated with prednisolone drops every five minutes and zymar drops four times a day.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the patient's father; the father of the patient has not provided any additional information at this time. Multiple attempts were also made to obtain the product in question for evaluation. The lot number of the product in question is unknown. There is no additional information available at this time. Because a corneal ulcer may or may not be a serious adverse event, this event is being reported worst case. If any additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Device labeling single use or reuse. No conclusions can be drawn.